Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify low battery life due to blank display. Pump received with cracked display window, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer needed to change their battery every three days. The customer stated that they used the energizer alkaline battery. The customer further stated that they did not change insulin usage, did not change lifestyle or basal rates and was not excessively pressing the buttons. The customer stated that they attend to the alarms quickly. Extra batteries were sent to the customer for until the replacement insulin pump arrives. No additional information provided.